Event description:
A nurse called to report the customer was hosptialized for high bgs. Troubleshooting was perfomred. The time was off and basal rate was 0.0. Also it was found that customer had received several alarm errors. According to the nurse, customer's basal should have been set at 2u per hour.